Manufacturer narrative:
The company service representative examined the system and determined the laser engine needs to be replaced. The customer has not submitted a request for the laser engine replacement. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "system shuts off" (loss of power). The customer reported that the system cuts off on its own after 5 or 6 pulses. Multiple attempts were made for more information on the event and patient status with no response to date. The patient impact is unknown.